Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic abdominal hysterectomy, while using the device, the tip broken off inside the patient and was retrieved by the surgeon. There was no patient injury.